Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 35mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for implant using an unknown abbott delivery system. It was noted that the patient had a complex fenestrated atrial septal defect. When attempting to place the device, it was noted that the device was too large and heart block occurred. The device was removed from the patient body before it was released from the delivery system. There was no 30mm amplatzer multi-fenestrated septal occluder - cribriform available for implant. No replacement device was implanted, and the procedure was concluded. The patient was discharged.

Event description:
It was reported that on 13 june 2023, a 35mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for implant using an unknown abbott delivery system. It was noted that the patient had a complex fenestrated atrial septal defect. When attempting to place the device, it was noted that the device was too large and heart block occurred. The device was removed from the patient body before it was released from the delivery system. There was no 30mm amplatzer multi-fenestrated septal occluder - cribriform available for implant. No replacement device was implanted, and the procedure was concluded. There was no clinically significant delay in the procedure. The patient was discharged.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. H6 health effect - impact code: code 4613 removed.